Event description:
It was reported that event log files were submitted for review. The patient had experienced frequent low flow alarms at home. The patient received intravenous fluids with some improvement in the frequency of the low flow alarms. The patient also had frequent short runs of non-sustained ventricular tachycardia. The patient was also worked up for likely bacteremia of unknown source. It was noted that the patient took their warfarin prescription incorrectly. The patient was stable with a mean arterial pressure range between 70 to 80 mmhg with low grade fevers. The patient noted more coughing with occasional nausea and emesis. The event log files captured persistent pulsatility index (pi) events and 2 sustained low flow alarms with elevated pi on 15jan2024. The event log files also captured a few scattered unsustained low flow events that were not long enough to trigger the audible alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. A specific cause for the patient's infection could not be conclusively determined. Additionally, a direct correlation between the device and the reported events could not be conclusively established. It was reported that the patient experienced frequent low flow alarms. They received intravenous fluids with some improvement in the frequency of the low flow alarms; however, it remained difficult to assess the patient's volume status. The patient also had frequent, short runs of non-sustained ventricular tachycardia and was worked up for bacteremia of an unknown source. It was also noted that the patient was taking their anticoagulant incorrectly. The patient was later noted to be stable with low grade fevers. The patient reported more coughing with occasional nausea and emesis. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6). No further related events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events, including cardiac arrhythmia and infection (localized, driveline, and pump pocket), that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including pulsatility index (pi), and pump flow. Under "pulsatility index (pi)¿, this section explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle) section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can also result in low flow. Section 6, ¿patient care and management,¿ lists arrhythmia and infection as potential late postimplant complications. This section, under "anticoagulation", also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well was suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms conditions and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5, "alarms and troubleshooting", also outlines system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.